Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display on the insulin pump. Troubleshooting for blank display was performed. Customer advised they experienced issues with bolus delivery, the display screen would count down and the display would go blank. Customer was advised a replacement battery cap will be sent out.